Event description:
Per the clinic, the device was explanted (specific date not reported) due to skin overgrowth and soft tissue complication. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.